Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient called in regarding the pp battery icon. Patient said the screen part of the pp battery picture was not there before. Patient services reviewed where to find icons in pp manual and ins low message. Patient repeated same info reported yesterday.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called and repeated information that had been previously reported. They stated their implant was kind of helping with symptoms and they had questions before their replacement the following week. They said when they sync with their patient programmer, the screen did not show the low ins icon. Patient reported they had slipped and fell on the ice in (B)(6) 2018. They were looking to get in touch with a manufacturer representative. The patient was redirected to their healthcare provider to answer medical/surgery related questions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that he was not able to feel stimulation unless he has it up high and this was not typical for him. He has tried all 4 programs and said it was the same for all 4 programs. The patient indicted that the device was not functioning right. Would like someone to contact doctor's office regarding the issue. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1bwbj, implanted: (B)(6) 2017, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he usually felt stimulation at 4.5v, but now he can't feel it unless he increased to 6.5v or higher. The patient indicated he was still getting urgency and frequency, and every program hits his tailbone area. The patient thought his left lead had moved. The patient further reported he did a lot of twisting and bending at work. He would toss and turn at night because it was hard to sleep. It was noted that he has an appointment with the manufacturing representative (rep) on tuesday to check if his ins was working.

Event description:
Additional information was received from a patient regarding their implantable neurostimulator (ins) indicated that patient called back stating he saw the rep today. The rep checked the device and told the patient it was out of juice and needs to be replaced. Patient stated his pp shows the lightning bolt and he was in p 3 at 4.6 v. Patient called to ask if the fact that he sees the lightning bolt means the battery is still good. Patient services reviewed the pp would show ins low icon or would not connect when ins battery is dead. Patient did not have the pp with on the call. Patient does not think the pp shows ins low icon but says he will check when he has access to his pp. Patient stated the rep stated the ins battery was out of fumes or out of steam and needs to be replaced. Patient stated if the ins is still good he would not want to go through unnecessary surgery.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.